Event description:
Event description cpi received information that during an invasive procedure to reposition the atrial bipolar lead, model 4271, the atrial set screw of this implantable pulse generator (ipg) locked in place. The physician was unable to tighten down the terminal pin so the ipg was explanted. A new model 1230 was implanted.